Manufacturer narrative:
The device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that during an endovascular aortic repair [evar] the tip of the diagnostic catheter detached within the patient's vasculature. The physician had acquired retrograde femoral artery access. When removing the catheter from the patient over a stiff .035 guidewire, the catheter tip detached while still on the guidewire. The physician was able to remove the catheter tip from the patient together with the wire.

Manufacturer narrative:
The suspect device was not returned for evaluation. However, several unused units from the same lot were returned and similated use testing was performed. The devices were all within specification. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.